Manufacturer narrative:
Clinical evaluation performed by medical affairs department acetabular component revision performed 5 years and 10 months after cementless total hip arthroplasty. No information concerning patient age, general health status and comorbidities is available. Aseptic loosening is a possible literature described adverse event after cementless thr and causes are often unknown. The reason of this event cannot be determined. Batch review performed on 08-august-2019 lot 131667: (B)(4) items manufactured and released on 02-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold with another similar reported event.

Event description:
The patient presented with pain, and looking at their x-ray it can clearly been seen that the cup has rolled over. The patient requires revision surgery. The reason for revision is acetabular loosening. The surgeon revised cup, liner and head 5 years and 10 months after primary. The surgery was completed successfully.we were informed about the event on (B)(6). The revision surgery was performed on (B)(6).